Event description:
It was reported to philips that the system's flexvision monitor was unable to display the live image. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the neurovascular diagnosis procedure. The procedure was completed with current problem. It was reported to philips that the flexvision monitor unable to display live images. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that splitter no longer allowing two outputs. To resolve the issue, the fse replaced the dvi splitter to allow x-ray live images to be sent to the flexvision and the stryker video system, reloaded operating system (os) and app software to the ippc to correct the image compression problem. The defective parts were returned for analysis, for dvi splitter, malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.